Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported during the procedure that there was a set screw problem at implant attempt. The physician was unable to fully insert the rv pace/sense lead into the header. He tried screwing and unscrewing the set screw, but the lead was never fully in place. The device was not used and was replaced. There were no reported patient complications as a result of this event.